Manufacturer narrative:
PMA/ 510k number k142688. The complaint device, echo-hd-3-20-c of lot number c1210386 has not yet been returned to cook (B)(4) for evaluation. As the device has not yet been returned the complaint is based on customer testimony. A possible cause of this complaint is that needle tip was strained due to the flexed/ twisted position of the endoscope at the time of the procedure, resulting in the distal needle tip breakage upon removal of the needle from the lesion. As the device has not yet been returned for evaluation and conditions of device usage cannot be replicated in the laboratory it is not possible to conclusively determine the root cause for this complaint. Prior to distribution, all echo devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at (B)(4). A review of the manufacturing records for echo-hd-3-20-c of lot# c1210386 did not reveal any discrepancies that could have contributed to this complaint issue. There is no evidence to suggest that this issue affects the entire lot # c1210386; upon review of complaints this failure mode has not occurred previously with this lot # c1210386. The instructions for use, ifu0077-3, advises the user to ¿visually inspect with particular attention to kinks, bends or breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The biopsy was taken and then it was noted endoscopically that the needle tip had become detached from the body of the needle and was still embedded in the stomach wall. It was retrieved by using a stent grabber.

Manufacturer narrative:
PMA/ 510k number k142688. Additional complaint information: ¿as cc form: "the biopsy was taken and the it was noted endoscopically that the needle tip had become detached from the body of the needle and was still embedded in the stomach wall.¿ ¿was the endoscope in a flexed or twisted position at any time during the procedure? Yes¿. ¿did any section of the device detach inside the patient? Yes needle tip which was removed with a stent grabber.¿ the complaint device, echo-hd-3-20-c of lot number c1210386 was returned to cook (B)(4) for evaluation. The device was returned with the needle tip broken at the notch of the needle. The broken-off piece of needle was returned for evaluation. The stylet was not returned with the device. The sheath of the device was examined and a break was noted below the sheath extender with the sheath extender marked at reference mark 1.5. On evaluation of the device, a mark at 15mm from the needle tip was noted as evidence of kinking on the sheath. Two bends were noted, one approx. 14.5cm from the end of the sheath and another bend at 22mm from the point of the needle break. The needle could be fully advanced but could not be retracted during the device evaluation. Looking at the needle it appeared that the point of breakage coincided with the marking on the sheath. The advanced needle was examined and approx. 7 mm of the distal needle tip was confirmed to have been broken off. The customer complaint was confirmed as the device was returned with approximately 7mm of the distal needle broken-off. A possible cause of this complaint is that needle tip was strained due to the flexed/ twisted position of the endoscope at the time of the procedure, resulting in the distal needle tip breakage upon removal of the needle from the lesion. As the conditions of device usage cannot be replicated during the laboratory evaluation it is not possible to conclusively state if this is the cause of this complaint. Prior to distribution, all echo devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-3-20-c of lot# c1210386 did not reveal any discrepancies that could have contributed to this complaint issue. There is no evidence to suggest that this issue affects the entire lot # c1210386; upon review of complaints this failure mode has not occurred previously with this lot # c1210386. The instructions for use, ifu0077-3, advises the user to ¿visually inspect with particular attention to kinks, bends or breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. The patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This is a follow up report due to the completion of the investigation. The biopsy was taken and then it was noted endoscopically that the needle tip had become detached from the body of the needle and was still embedded in the stomach wall. It was retrieved by using a stent grabber.